Event description:
The facility representative reported a colleague infusion pump with a battery issue. It is unknown when this condition occurred. No patient involvement, injury, or medical intervention had been reported related to the device. Upon review of the pump's event history, baxter personnel discovered a depleted battery alarm interrupted delivery. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.63.92.

Manufacturer narrative:
(B)(4). The reported condition of a battery depleted set alarm was confirmed during product evaluation and determined to have been caused by depleted main batteries. The main batteries and battery harness were replaced to correct the reported condition. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Should additional information become available, a follow-up medwatch will be submitted.